Event description:
Abscess at injection site. Report received from a physician in nov 2004 regarding a pt with a medical history significant for herps, an allergy to keflex, no history of autoimmune disease, who received injections of hylaform in 2004 to the nasolabial folds (bilateral). About three weeks later (nov 2004) the pt experienced firmness at the treatment sites. Two days after the firmness erythema developed, followed by an abscess that opened and drained green exudate. The physician diagnosed infection and prescribed oral levaquin (no date, or dose provided) and warm compresses. A culture and sensitivity was performed. Additional information was received from the physician in dec 2004. The culture and sensitivity results were growth of normal flora. The pt had not yet recovered, but was doing better and healing nicely. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.